Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The motor drive unit would not drive the disposable due to a broken set screw of the cpc coupler.

Event description:
It was reported that during a gynecological procedure on (B)(6) 2011 the motor drive unit would not drive the disposable. The physician cut the uterus into small pieces and removed the uterus through the trocar. There were no adverse patient consequences.